Event description:
The plaintiff's attorney alleged that the patient expired and it is alleged to have been caused by exposure to naturalyte and/or granuflo administered to patient for dialysis.

Manufacturer narrative:
This is one of two device reports associated with this event.